Event description:
It was reported that, during a tha surgery, the implant size 7 standard offset anthology stem sat 5 mm from where the level of the broach was. The surgeon had to extract and re-broach seven times. He attempted to broach larger with the size 8 broach, but was concerned if he advanced it any further he would split the femur. Ultimately he could not sink the size 7 implant to the level he needed so he inserted a size 6 with a longer neck length. It is unknown if there was a delay. The patient was not harmed beyond the described event.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports the size 7 stem sat 5 mm proud. Per email communication, the surgeon re-broached seven times, and attempted to broach larger with the size 8 broach but was concerned the femur would split. Ultimately, a size 6 stem with a longer neck. Was implanted. To date, the requested surgical report and x-rays have not been provided. There was no patient injury reported, and it is unknown whether there was a significant surgical delay. No further medical assessment is warranted at this time. Should clinically relevant documentation or information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to sizing issue, user error, surgical technique or procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.